Event description:
The customer reported four (4) false positive results with the determine hiv-1/2 ag/ab combo test kit performed with unknown sample type on unknown dates. This MFR. Report is one (1) of 4 (four). The customer reported false positive result with the determine hiv-1/2 ag/ab combo test kit performed with unknown sample type on unknown date. Subsequent testing was performed with serum sample on unknown date which generated negative result. Although requested, no additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided.the remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported four (4) false positive results with the determine hiv-1/2 ag/ab combo test kit performed with unknow sample type on unknown dates. This MFR. Report is one (1) of 4 (four). The customer reported false positive result with the determine hiv-1/2 ag/ab combo test kit performed with unknow sample type on unknown date. Subsequent testing was performed with serum sample on unknown date which generated negative result. Although requested, no additional information, including treatment and outcome, was provided.